Event description:
Suspected t-wave over sensed beat on episode intermittent atrial under-sensing during recorded episodes. 41 short v-v intervals (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).